Event description:
A hospital in (B)(6) reported to a distributor that the heater wire pins of an rt226 infant low flow breathing circuit were damaged, preventing connection of the breathing circuit to the heater wire adaptor. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt226 infant low flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The complaint device was not returned to fisher & paykel healthcare for inspection. Without the complaint device, we are unable to confirm or determine the root cause of the reported fault. All breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or damage the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or damaged pins reported to us, it is impossible for us to determine whether the pins were bent or damaged during production or by the end user.

Event description:
A hospital in (B)(6) reported to a distributor that the heater wire pins of an rt226 infant low flow breathing circuit were damaged, preventing connection of the breathing circuit to the heater wire adaptor. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt226 infant low flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The complaint infant breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.